Event description:
It was reported that during a colon resection procedure, during the first firing, using a blue reload the device locked up after the blade advanced fully and the staple lines were created. The device was taken off of the tissue while it was locked up. It was also reported that the device did not damage tissue nor the staple lines, but they did break the closing trigger trying to remove the locked device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closing trigger. The analysis found that one device was returned with the closure trigger broken and in the opened position. In addition, an ecr45b reload was present. The reload was received fully fired. The device was opened by applying a reverse stroke trigger to trigger to handle. No functional test was performed due to the condition of the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Long time. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? No. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.